Manufacturer narrative:
(B)(4). This report was filed by the MFR. Devices not received, log review only. The customer has requested an event log review. The event logs and data set have been received and the evaluation is pending. A follow up report will be submitted with failure investigation results once the evaluation has been completed.

Event description:
The customer reported an overinfusion of ivig. Details of the event were reported as follows: ivig was infusing over 5 hours (total volume of 330 mls/rate at 60 mls). At just over 4 hours, the infusion was complete but the screen showed 71.7 mls left ot infuse. The ivig was set up as a primary infusion with an add on 1.2 micron filter. The tubing was discarded but the pump was sequestered. There was no report of patient harm. Medical intervention was not required. The customer stated that no further patient or event information is available.